Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced repeated alert 38 motor stall notifications after restarts, leading to replacement of the device; the user had not worn the ilet for several days due to site bruising, then reconnected and received the alerts, and was using a contact detach infusion set (6 mm, 23 in) while reporting blood glucose at 300 mg/dl and sustained hyperglycemia over a couple of days managed with manual injections. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary interruption of automated insulin delivery with the user reverting to back-up therapy and no professional medical intervention or hospitalization. Investigation included review of device alerts, replacement logistics, and instructions to shut down the device, sync data, and return the pump. Investigation of this device revealed a reported motor stall consistent with a pump mechanical malfunction affecting the drive mechanism. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical issue of the pump motor/drive that warranted replacement.